Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a service history review, instrument log review, a search for similar complaints, and a review of labeling. A service history review for this instrument did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding discrepant results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased clinical chemistry calcium result while using the architect c16000 analyzer. The customer provided the following results (customer provided range 8.5-12.5 mg/dl): initial 5.1 mg/dl, retested on a different analyzer: 8.8 mg/dl. The results were not reported from the laboratory. There was no impact to patient management reported.